Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused leg pain, swelling and deep vein thrombosis (dvt) in the right leg. The patient became aware of blood clots, clotting and or occlusion of the ivc, approximately four years and six months post implant. The patient¿s history is listed as coronary artery disease, status post percutaneous coronary intervention, congestive heart failure with systolic dysfunction, angina pectoris, ventricular tachycardia with 2 ablations, ischemic heart disease, stent thrombosis after coronary stenting, obstructive sleep apnea, lupus, hypertension, carpal tunnel syndrome and had an automatic implantable cardiac defibrillator inserted. According to the medical records the indication for the filter implant was bilateral pulmonary embolism (pe) with a history of recurrent deep vein thrombosis (dvt). The filter was placed via the right femoral vein through a 6fr sheath and deployed below the level of the renal veins under fluoroscopic guidance. The patient tolerated the procedure well with no complications. The patient presented to the emergency room 4 days prior to the filter implant with chest pain and shortness of breath. A coronary angiogram was performed and showed non-obstructive coronary artery disease in a right dominant system, a widely patent stent in the mid-left circumflex artery, with severely depressed left ventricular diastolic function. The recommendation was aggressive diuresis. Approximately four years and six months post implant, the patient presented with chest pain. The work-up showed a low probability for pe and indicated that the patient had a non-q wave myocardial infarction (mi) and exacerbation of congestive heart failure. The patient was referred for a possible left ventricular assist device and to be evaluated for a cardiac transplant. A bilateral lower extremity ultrasound was performed and showed thrombus in the right common femoral vein. The patient was discharged home ten days later. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusive thrombosis or occlusion within the filter and/or the vasculature do not represent a device malfunction. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, leg pain, swelling and deep vein thrombosis (dvt) in the right leg. According to the medical records provided, four days prior to the index procedure, the patient presented to the emergency room with symptoms of chest pain and shortness of breath. A coronary angiogram performed showed non-obstructive coronary artery disease in a right dominant system, a widely patent stent in the mid-left circumflex artery with severely depressed left ventricular diastolic function. The recommendation was aggressive diuresis. The indication for filter implant was bilateral pulmonary embolism (pe) with a history of recurrent deep vein thrombosis (dvt). Per the implant records, the patient underwent a right femoral vein cannulation, an inferior vena cavogram and successful inferior vena cava (ivc) filter placement. The optease vena cava filter was deployed under fluoroscopic guidance below the renal veins. The patient tolerated the procedure well. There were no obvious complications. The patient¿s history was listed as coronary artery disease, status post percutaneous coronary intervention, congestive heart failure with systolic dysfunction, angina pectoris, ventricular tachycardia with two (2) ablations, ischemic heart disease, stent thrombosis after coronary stenting, obstructive sleep apnea, lupus, hypertension, carpal tunnel syndrome and had an automatic implantable cardiac defibrillator inserted. Approximately four years and six months post implantation, the patient presented with chest pain. The work-up showed a low probability for pe and indicated that the patient had a non-q wave myocardial infarction (mi) and exacerbation of congestive heart failure. The patient was referred for a possible left ventricular assist device and to be evaluated for a cardiac transplant. A bilateral lower extremity ultrasound was performed and showed thrombus in the right common femoral vein. The patient was discharged home ten days later. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and six months post implantation. The patient reports blood clots, clotting and or occlusion of the ivc.

Event description:
As reported by the legal team, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, leg pain, swelling and deep vein thrombosis (dvt) in the right leg. According to the medical records provided, four days prior to the index procedure, the patient presented to the emergency room with symptoms of chest pain and shortness of breath. A coronary angiogram performed showed non-obstructive coronary artery disease in a right dominant system, a widely patent stent in the mid-left circumflex artery with severely depressed left ventricular diastolic function. The recommendation was aggressive diuresis. The indication for filter implant was bilateral pulmonary embolism (pe) with a history of recurrent deep vein thrombosis (dvt). Per the implant records, the patient underwent a right femoral vein cannulation, an inferior vena cavogram and successful inferior vena cava (ivc) filter placement. The optease vena cava filter was deployed under fluoroscopic guidance below the renal veins. The patient tolerated the procedure well. There were no obvious complications. The patient¿s history was listed as coronary artery disease, status post percutaneous coronary intervention, congestive heart failure with systolic dysfunction, angina pectoris, ventricular tachycardia with two (2) ablations, ischemic heart disease, stent thrombosis after coronary stenting, obstructive sleep apnea, lupus, hypertension, carpal tunnel syndrome and had an automatic implantable cardiac defibrillator inserted. Approximately four years and six months post implantation, the patient presented with chest pain. The work-up showed a low probability for pe and indicated that the patient had a non-q wave myocardial infarction (mi) and exacerbation of congestive heart failure. The patient was referred for a possible left ventricular assist device and to be evaluated for a cardiac transplant. A bilateral lower extremity ultrasound was performed and showed thrombus in the right common femoral vein. The patient was discharged home ten days later. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and six months post implantation. The patient reported blood clots, clotting and or occlusion of the ivc. Per the death certificate provided, cardiogenic shock was outlined as the immediate cause of death, with acute on chronic congestive heart failure and congestive heart failure listed as sequential leading conditions.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Medical history includes cad with stent placement, chf, angina, vt s/p two ablations and ICD implant, ischemic heart disease, stent thrombosis, obstructive sleep apnea, lupus, hypertension, and carpal tunnel syndrome. Per the medical records, the indication was bilateral pulmonary embolism (pe) with a history of recurrent deep vein thrombosis (dvt). 4 days prior to the implant, a coronary angiogram showed non-obstructive coronary artery disease in the rcs, a widely patent stent in the lcx with a severely depressed left ventricular diastolic function. The recommendation was aggressive diuresis. Per the implant records, an inferior venocavogram and successful inferior vena cava (ivc) filter placement below the renal veins was done. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, leg pain, swelling and deep vein thrombosis (dvt) in the right leg. Approximately four years and six months post implantation, the patient presented with chest pain. The work-up showed a low probability for pe and indicated that the patient had a non-q wave myocardial infarction (mi) and exacerbation of congestive heart failure. A bilateral lower extremity ultrasound was performed and showed thrombus in the right common femoral vein. The patient was discharged home ten days later. Per the patient profile form (ppf), the patient reported blood clots, clotting and or occlusion of the ivc. Per the death certificate, cardiogenic shock was the immediate cause of death, with acute on chronic congestive heart failure and congestive heart failure listed as contributing conditions. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, leg pain, swelling and deep vein thrombosis (dvt) of the right leg. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). This event does not represent a malfunction of the device. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, leg pain, swelling and deep vein thrombosis (dvt) in the right leg.